Event description:
The patient underwent bilateralsubthalamic nucleus deep brain stimulation implants in july 2003. He had a good response to the therapy with the programming parameters of ch. 1 c+ 1- 60/130/2.0 v and ch. 2 c+ 2- 60/130/1.6v. In june 2006 the patient presented to the hcp with complaints of increased and severe off periods lasting 15 days. Upon interrogation the neurostimulator was found to be in off state. Repeated attempts to restart the device resulted in brief response followed by switching off. The device was explanted and replaced. Patient status was good. No complications reported. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results revealed broken bond wires.